Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s daughter reported that the patient¿s implantable neurostimulator (ins) ¿did not work very well and took hours to recha rge.¿ a replacement controller was inquired about at the time of initial report. It was later reported that the patient also ¿had the problem that while charging it turned off.¿ additional information received from the patient indicated that the recharger battery was depleting really fast and that ¿the disc of the antenna overheated.¿ a new recharger telemetry module (rtm) kit was sent to the patient; the rtm kit was received and the issue was resolved. No further complications were reported or anticipated.